Event description:
It was reported that during procedure, the physician placed the subject stent and then approached the aneurysm using transcell technique. The physician then attempted to place a coil, but resistance was encountered within the vessel. When physician performed a contrast-enhanced scan, a blood clot was found near the neck of the aneurysm. Thus, physician intravenously administered ozagrel and added cilostazol. The blood clot had begun to dissolve; however, the process was incomplete. Given the extended procedure time and the large amount of contrast agent used, physician confirmed that there was no delay in blood flow due to thrombus formation and then concluded the procedure.

Manufacturer narrative:
This is 2nd of 2 mdrs.